Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation, and this claimed will be reopened if the device is returned for investigation of the allegation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.